Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician closed v clip and it seemed to periodically pop open. V clip did not maintain closure. It is unclear if button to lock v clip was pressed down, pressed and stuck, or damaged. The lead was not outerbore in the burr hole. The top cap popped up.  A new burr hole device kit was opened to access new v-clip and burr hole cover. Manufacturer representative (rep) opened a trunk stock for the contra lateral side. Second side bhd (left hemisphere) went on nicely and closed with ease. Troubleshooting included removing clip and retrying. When it looked closed the top burr hole cap did not seem to feel (to the surgeon) secure and seemed to pop up. Surgeon opened new clip and new cover. Second clip went on with effort but was eventually closed and secured. Re-inserted same lead then conformed lead placement for depth with oarm and the new burrhole device v clip and top cap. The issue was resolved. No symptoms were reported.